Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance with the device is affected and external equipment has been checked without any improvement. No incident of an accident or trauma has been reported.

Manufacturer narrative:
(B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problem mentioned in the patient report. Furthermore the patient experienced intermittent pain on the left side of her face which is most likely due to device unrelated medical reasons.

Event description:
An increase in number of channels involved in high channels was observed over time. Latest in situ measurements in march 2017 showed 6 channels with high impedances. Additionally electrode 12 was switched off due to pain. The hearing performance with the device is affected. No incident of an accident or trauma has been reported. Re-implantation took place on (B)(6) 2017.